Event description:
The company was made aware on 10/27/2020 of a patient that had a staph infection. The physician explanted the system. Re-implantation is planned, but will not be scheduled until patient completes antibiotics.